Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, site received an error on the system. The message on the screen displayed recoverable fault stating disable right master tool manipulator (mtmr) to continue. Review of log files showed 23031/25521/23000 on master tool manipulator right (mtmr) 2. After hard reboot on the system, the error returned. The procedure was completed robotically with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was completed robotically. While setting up for the procedure site had the error and it continued during the procedure. The system was a dual console set up, so the surgeon continued the procedure without delay. There was no impact to the procedure as the surgeon was only planning to use the second console for teaching purposes. There was no harm to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting message on the screen with recoverable fault disable right hand control to continue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse inspected system for getting an error on the system. Fse verified error 25521 on normal startup. Fse replaced master tool manipulator right (mtmr) on surgeon side console (ssc) 2 . The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mtm2 was analyzed and the reported failure (error 25521 along axis 4) was able to be reproduced during power up. The reported complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.